Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of 'door jammed' alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items was found during evaluation of the device.